Event description:
This event was captured based on literature review. It was reported that between october 2004 and october 2009, 8 consecutive patients with hepatic artery pseudoaneurysms (hap) were treated with graftmaster stent grafts. Post stent implantation, the following clinical outcomes were noted: 1 patient: endoleak to the aneurysm with additional ballooning performed and coils placed to exclude flow to the aneurysm; 1 patient: total occlusion of the common hepatic artery with coil placement to exclude parent artery. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that occlusion is listed in the rx graftmaster instructions for use (IFU) as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures. Article, stent graft in the treatment of pseudoaneurysms of the hepatic arteries.